Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 01-aug-2023. [Additional information]: on 01-aug-2023, some additional information was received. The information indicated that ¿the relevance is undeniable¿ pertaining to the location of the reported intracerebral hemorrhage in relation to the location in which the study device was used. Regarding the symptoms of the intracerebral hemorrhage, ¿the nihss has worsened from 23 to 29. Neurological prognosis was extremely poor.¿ updated sections: b.4, g.3, g.6, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 16-aug-2023. [Additional information]: on 16-aug-2023, additional information was received from the excellent clinical study team. The information indicated that the brain hemorrhage occurred in the left caudate nucleus, anterior cerebral artery territory of the cingulate gurus. The embotrap iii device was used to target the occlusion in the left internal carotid artery (ica) and the m1 segment of the middle cerebral artery (mca). Per the information, the relationship of the adverse event to the device is ¿the [embotrap iii] device was guided to the mca, which is less related.¿ the additional information received on 16-aug-2023 was discussed with the medical safety officer (mso) on 17-aug-2023. Per the mso, ¿the embotrap iii was not used in the anterior cerebral artery (aca) so any bleeds off aca vessels could not be a consequence of the embotrap iii. That being said the cingulate gurus bleed should have no relation to the embotrap iii. The aca supplies portions of the caudate nucleus so again no embotrap iii contribution. Portions of the caudate nucleus are supplied by perforators off the middle cerebral artery (mca). Use of the device in the mca may lead to tears in the lenticulostriate perforators resulting in bleeding. As such, we cannot exclude an embotrap iii contribution (as you pull the device back, forces generated during its retraction may tear perforators).¿ based on this information, no changes regarding the reportability determination were required. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref no: (B)(4). Information regarding patient date of birth and weight were not provided. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot: (23a094av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. There was no device performance issue or device malfunction reported during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The event of ¿death due to colorectal cancer¿ was reviewed with the medical safety officer (mso) on 12-jul-2023. Per the mso, in regard to this event, ¿there is no reason to question the pi assessment. I am aligned that death secondary to cancer related issues is not device or procedure related and this is also supported by the time span between device use / procedure and death. This is a non-product issue¿. The event of ¿symptomatic intracerebral hemorrhage¿ was discussed with the medical safety officer (mso) on (B)(6) 2023. Per the mso, the event of ¿symptomatic intracerebral hemorrhage¿ in relation to the procedure cannot be ruled out due to the event occurring on the same day after the procedure. To assess this event in relation to the device, additional information is needed on the location of the hemorrhage to be compared to the location of where the device was used. There is no medical evidence to suggest the study device or the surgical procedure was related to the event of ¿death due to colorectal cancer¿ and was assessed by both the pi and the mso to be unrelated to the study device or the procedure, therefore this event will not be coded nor reported. The event of ¿intracerebral hemorrhage is a known complication associated with both the use of the embotrap iii device and is mentioned in the instructions for use (IFU) as such. Per the principal investigator¿s assessment, the adverse event of ¿symptomatic intracerebral hemorrhage¿ was unrelated to the study device or the primary surgical procedure. However, this event occurred on the same day as the procedure and the relationship between the embotrap iii device and the adverse event of ¿symptomatic intracerebral hemorrhage¿ cannot be ruled out. Therefore, this event will be conservatively reported to the us FDA under criteria 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 77-year-old male patient with a history of hypertension and previous smoking presented with a witnessed stroke on (B)(6) 2023. The patient was presented to the treating hospital on the same day. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism is listed as ¿trousseau syndrome" in the crf. The patient¿s baseline a nih stroke scale (nihss) score was 23 and modified rankin scale (mrs) score was 1. On the same day, on (B)(6) 2023, the patient underwent an endovascular mechanical thrombectomy procedure that employed a 5mm x 37mm embotrap iii revascularization device (et309537 / 23a094av), a rebar¿ microcatheter (medtronic), axs vecta 74 intermediate catheter (stryker), and 9fr optimo¿ balloon guide catheter (tokai medical). The first pass targeted an occlusion at the left internal carotid artery (ica). The pre-pass modified thrombolysis in cerebral infarction (mtici) score was 0, the post-pass mtici score was 1 with clot retrieval in stent retriever and aspirate. The second pass targeted an occlusion at the left m1 segment of the middle cerebral artery (mca); the pre-pass mtici was 1, the post-pass mtici was 2a with clot retrieval in stent retriever and aspirate . The third and final pass targeted the left m1 of the mca with pre-pass mtici score of 1 and post-pass mtici score of 2c with clot retrieval in stent retriever and aspirate. There were no reported intra-operative device deficiencies. The patient was reportedly experienced a symptomatic intracerebral hemorrhage on the same day as the index procedure. The principal investigator (pi) assessed the event as moderate in severity, not serious, and unrelated to the study device or the primary surgical procedure. The intracerebral hemorrhage was not treated. The patient¿s status related to this intracerebral hemorrhage event was documented in the case report form (crf) as ¿not recovered / not resolved.¿ the patient¿s 24-hour post-procedure nihss score was 26. The patient was discharged to another hospital on (B)(6)2023 with an nihss score of 26 and a mrs score of 5. On (B)(6) 2023, information was entered into the crf that the patient expired due to ¿colorectal cancer¿. No additional information regarding this event has been made available to the current date of this report.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 12-jun-2025. This submission also includes the primary UDI number of the device. [Additional information]: on 12-jun-2025, an email with additional information was received via the clinical research leader. Per the additional information, ¿the principal investigation (pi) at the site identified an adverse event of ¿vessel injury¿ for subject 1320-012. However, the site does not currently have a study coordinator and there is a delay in entering this information in edc. This is likely a non-serious adverse event.¿ further additional information is pending. Per the additional information received on 12-jun-2025, it was reported the event of ¿vessel injury¿ occurred, with no further details. It is unclear whether the vessel injury resulted in the cerebral hemorrhage which was previously reported. Since it was previously reported the patient¿s post-procedure neurological prognosis was extremely poor, this event is to be considered serious. Based on the limited information available, this event will be conservatively reported to the us FDA under reporting criteria 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Updated sections: b.4, d.4, g.3, g.6, h.2, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 11-jul-2025. [Additional information]: on 11-jul-2025, additional/clarifying information was received related to the adverse event of "vessel injury" received on 12-jun-2025. Per the information on 11-jul-2025, it was clarified that the adverse event of "vessel injury" is not a new adverse event but rather the cause of "symptomatic intracerebral hemorrhage," which was previously reported in the initial medwatch report. Updated sections: b4, g3, g6, h2, and h11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.